Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was unknown. The customer reported that they had treated with the manual injection. The customer alleging possible insulin pump under delivery because they changed infusion set three times. The troubleshooting was performed for high blood glucose. The customer reported that they had performed the high pressure test and displacement test and both were passed. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify possible under delivery anomaly due to no motor movement alarm.